Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was being used for intermittent delivery of unspecified medications. It was reported that the option-lok male adapter of the tubing set was connected to the pt's IV access site. It was reported that the male adapter of an unspecified syringe was connected to the clave port on the tubing set to deliver 10 ml of normal saline IV push. At an unspecified time during the delivery of the solution, the tubing separated from the clave port of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical intervention were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.